Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, weight, ethnicity, race were not provided for reporting. This report is for (visine for dry eye revival 15ml can 62600963833). Device is not distributed in the united states, but is similar to device marketed in the USA (visine for contacts eye drops 0.5oz USA 074300012537). UDI: (B)(4). Upc = (B)(4). Lot number = iib5c00. Exp date: 09/30/2020. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (visine for contacts eye drops 0.5oz USA 074300012537). Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on october 03, 2018. (B)(4). Review of the details of this complaint show that this is most likely allergic in nature, which would resolve with the elimination of the allergen. This is considered to be a transient self limited event. The reported event of irritation to eye and skin is most likely an allergic reaction to the product. No visual disturbance was reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer of unknown age reported an event with visine for dry eye revival. Consumer stated she inserted a drop in each eye on (B)(6) 2020 for her dry eyes. The consumer reported that she immediately experienced burning in her eyes, face, and chest. The consumer indicated that she needed to go to the hospital. There was no additional information provided by the consumer during the initial call or post follow-up.